Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a generator change surgery. Upon pre-procedure interrogation, it was observed that the atrial lead had high pacing impedance that had been consistent over the last year. The physician elected to not address the lead due to it having normal function. The patient was stable.